Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side of the threads and below the bumper pad. No battery or cartridge caps were returned with the pump. A test battery cap was used to complete all testing. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored.